Manufacturer narrative:
During the eval of the device at the manufacturer's svc ctr, the device failed steps during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.